Event description:
A zoll account coordinator called zoll customer support to report that a (B)(6) male patient's battery charger/model would not power up. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger will not power up) was confirmed. Upon investigation the charger/modem was unable to power up. Microprocessors u1000, u1001, and u1003 were found to be thermally damaged. Microprocessor u13 and the power supply brick were defective. The root cause for the thermal damage and the defective u13 component and power supply brick could not be positively identified. No adverse event resulted from the defective microprocessors and power supply brick. The patient received a replacement battery charger/modem.